Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the atrial lead exhibited loss of capture and impedance out of range. The lead helix was not working properly. The lead was not used and a new lead was placed. The patient did not experience any adverse consequence.